Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the display was blank. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.